Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis patient reported that they observed the fluid leaking inside the cassette while removing the supplies during the end of the patient¿s therapy. The patient did not see any punctures or holes in the cassette. The cause of the leak was unknown. The patient completed the treatment. The technical support representative advised the patient¿s nurse to discontinue use of the cycler. Additional information was requested but was unavailable.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. Complaint sample is not available for evaluation. Therefore a search was performed of the lots delivered to the patient, with a time frame of three months from 02/03/2018 to 05/03/2018; resulting in 5 potential product lots. However, according to the sap system no product is available of the lots delivered to the patient, in distribution centers to be analyzed. The entire lots have been sold and distributed. Device history review review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.